Event description:
It was reported a patient's left ventricular lead presented with no capture due to dislodgement, confirmed via x-ray and fluoroscopy. The lead was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.